Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, cracked reservoir tube window corners.

Event description:
The customer¿s husband reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the plastic ring where the reservoir goes into the insulin pump has broken off. The troubleshooting was not performed for damage and found that reservoir fits and locks into insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.